Manufacturer narrative:
Rvdr01 ipg implanted (B)(6) 2011.

Event description:
It was reported that the patient experienced increased palpitations.  Short v-v intervals, oversensing of noise and possible undersensing of noise were noted on the right ventricular (rv) lead. Oversensing was also noted on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.